Event description:
Additional information reported the patient's skin cancer began before the patient started intrathecal baclofen therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8590-1, lot# n285952, implanted: (B)(6) 2011, product type: accessory; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported a volume discrepancy occurred. At the refill on (B)(6) 2013 they were expecting 10.4ml, but got 16.5ml. They were generally off about 1-2ml, but not usually this much. At the last refill they expected 11.2ml and got back 14ml. In (B)(6) they were expecting 4.8, but got 14. Hcp planned to check the logs. The pump was delivering bupivacaine, baclofen and dilaudid. Additional information reported the patient was seen in the clinic on (B)(6) 2013 and patient reported no significant pain relief with the pump and the boluses. The patient continues to find benefit with the use of norco max six to eight times day for his break through pain. The patient experienced pain in the right leg, bilateral buttocks, bilateral hips, right knee, bilateral low back, right ankle/foot and groin. There had been no change in pain and spasticity control since the last visit. The pain was constant and was described as sharp, aching, cramping, shooting, throbbing, dull, burning, stabbing and electrical. The patient uses a cane. The patient rates their satisfaction with the therapy as good. The patient experienced sweats, vision loss double vision, light sensitivity, blurring, ringing in ears, decreased hearing, leg cramps during exertion, snoring, constipation, frequent urination at night, bone pain, joint pain, back pain, poor skin healing, memory loss, balance problems, weakness, depression, increased thirst. There was an erythematic rash over the pump. The pump was refilled interrogated and reprogrammed. The patient was seen in the clinic on (B)(6) 2013 for a pump rate change. The patient had pain in the bilateral legs, right buttock, bilateral hips, right knee, bilateral low back, right ankle/foot and groin. The patient experienced wheezing, difficulty starting urination, muscle cramps, joint swelling, joint stiffness, hair loss, numbness, tingling sensation, unsteadiness, excessive urination. The pump was interrogated and reprogrammed. There was no change in dosing or medication. No changes were made due to the patient being stable on his current regimen. Bolus doses were added to the continuous rate. The plan was for the patient to follow up the next week for rate change efficacy and possible bolus dose in the office. A phone consult was on (B)(6) 2013. The patient experienced a headache post gonb (b) performed on (B)(6). Sharp foot pain flared up after the bolus dose has continued. The patient had slight pain relief. The plan was to advise the patient to have a caudal epidural steroid injection (esi) for his sharp stabbing foot pain. Due to the patient having some pain relief with the bolus this verified the pump is working. The plan was to return to the clinic in 30 days or earlier as necessary for new or worsening symptoms.

Event description:
Additional information reported the pump wasn't putting the medication out. The patient went in for a pump refill and the expected residual volume (erv) was 3ml; actual residual volume (arv) was 17ml. The pump and catheter were replaced. The pump was delivering dilaudid.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. As received, the pump was running at simple continuous mode and the reservoir was empty. Pump logs were gathered and many motor stalls and recoveries occurred starting on the day of the pump explant. Odd graphing was noted upon accuracy testing. Some slight residues and moisture was found along with some discoloration and odd wear markings on the outlet of the pump tube. Analysis of catheter serial (B)(4) revealed explant damage to the sutureless connector.